Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device found the teflon pad at the distal end of the device was partially split at the middle and exposing metal. The distal end of the device was inspected under a microscope and found a hairline crack on the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The potential cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. To mitigate the risk of patient injury and damage to the device, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that towards the middle of a total laparoscopic hysterectomy procedure the device failed to function. The device was replaced and the intended procedure was completed with a second like device. There was no patient injury reported. In addition, there was no device fragments that fell into the patient. There was no unexpected bleeding to the patient. The patient did not have any pre-existing conditions and the patient is doing fine. The device and connections were inspected prior to procedure with no anomalies observed.